Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and it was noted by production personnel that the attachment is getting hot. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 37.5 c and 39.9 c under load testing with coolant spray on. These temperatures did not exceed requirements. Microscopic evaluation revealed minor debris inside cap and head cavities. Some debris was observed within the o-rings area. All gears looked good. As we did not duplicate the complaint of cap stuck, a cap contacting the cartridge while in operation would cause the attachment to overheat. A cap sticking is normally caused by a buildup of debris. At this time we are unable to determine the exact cause of the complaint.

Event description:
During repair by our repair facility, it was reported that the midwest e attachment overheated while testing; no injury resulted and no intervention was required.